Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection as well as functional tests were performed. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. This identified a leak below the drip chamber. Closer visual inspection under a microscope showed that there is a cut across the tubing approx. One quarter of an inch below the drip chamber. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance (cps) a clearlink secondary medication set in which a leak was observed. It is unknown when the alleged defect occurred. There were no reports of patient involvement, patient injury, medical intervention, or adverse events associated with this report. No additional information is available.